Event description:
The complainant reported that during the implant of a lynx sling system on a female patient, the physician perforated the patient's bladder with the trocar, resulting in a small hole. The physician then pulled the trocar back out and re-passed it and successfully completed the implant. A catheter was left in the patient over the week-end and removed the following morning. The patient's condition was reported as "fine". The physician was unable to report the exact date of the procedure. He did report that the procedure was performed a "couple" of months ago.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. Information was completed by the manufacture based on information obtained from the complainant. The complainant reported that the device will not be returned for evaluation as it remains implanted in the patient; therefore, a failure analysis is not available. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.